Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. The patient had an occlusion in the left iliac artery. The patient have some calcium in the aorta. The aortic neck measured 21 mm in diameter and 16 mm in length. The left common iliac artery measured 12, 12, 20, 21 mm in diameter. The right iliac artery measured 11, 12, 9, 10 mm in diameter. The left femoral artery measured 7.5-8 mm in diameter. The right femoral artery measured 5-7.3 mm in diameter. It was reported that the physician was able to get through the occlusion in the left iliac artery. Upon deployment of the endurant iis bifurcate stent graft, the gate landed above a plaque of the calcium, and this prevented gate cannulation. The area where the gate landed had a moderate amount of calcium on the aortic wall. The stent graft was not compressed significantly. The plaque was sitting under the gate which prevented cannulation. There was also a plaque in the left iliac artery at the origin of the bifurcate that could have moved up and made gate cannulation challenging. The physician was not able to access the gate after multiple attempts and strategies to gain cannulation of the gate. The physician completed the deployment of the ipsilateral limb and planned to bring patient back later in attempt to gain cannulation through access of the arm. The patient was seen again five days later. The physician went through the left arm and was able to cannulate the gate and snare the wire. Two limb stent grafts were implanted from the gate to the left iliac artery. Per the physician, the event was related to the procedure, the disease in the aorta prevented gate cannulation. No additional clinical sequelae were reported and the patient is fine. Films analysis and review: review of a 3d pre-implant report confirmed that the patient had areas of calcification, especially near the distal aorta which appeared to be approximately 2cm in diameter. The iliac arteries were non-tortuous but also extensively calcified. Images during implant were not available for review. It is possible that the patient¿s calcified anatomy caused the reported gate cannulation difficulties.